Manufacturer narrative:
Unit was received with a blank display due to a corroded battery tube. Unit also received with a corroded battery cap contact, cracked battery tube threads, deep cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, and loose protruded drive support disk. Unable to confirm button error alarm due to blank display. However, corroded keypad traces noted during visual inspection.(B)(4).

Event description:
The customer called in to report that he had a button error on his insulin pump. The customer's blood glucose level was 435 mg/dl and was manually treated with injections. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.